Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, approximately 10.09 years since initial implant, this male patient with bmi 22.7 underwent a left side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. (D10) concomitant device(s): 200-02-35, 2035253 - three peg patella 35mm section h11: *the following sections have corrected information: (d4) catalog number: 02-012-35-4015, serial number: (B)(6), expiration date: 20-may-2017, unique identifier (UDI) #: (B)(4). (D10) concomitant medical products: see h10. (G4) PMA/510(k)number: k033883. (H4) device manufacture date: 29-oct-2009.